Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the 3 ml bd luer-lok¿ luer-lok¿ tip experienced difficult plunger movement during use. The following information was provided by the initial reporter: material no. 309657, batch no. 8155863. Verbatim - when attempting to administer a depo provera injection recently, the plunger would not advance on the syringe. The needle primed fine (23 g, 1¿ needle, bd safety glide needle). There was resistance and the medication would not inject. The rn withdrew the syringe, changed the needle, which again primed without difficulty, and encountered the same issue when trying to administer the medication in a different anatomical site.

Event description:
It was reported that the 3 ml bd luer-lok¿ luer-lok¿ tip experienced difficult plunger movement during use. The following information was provided by the initial reporter: material no. 309657; batch no. 8155863. Verbatim - when attempting to administer a depo provera injection recently, the plunger would not advance on the syringe. The needle primed fine (23 g, 1¿ needle, bd safety glide needle). There was resistance and the medication would not inject. The rn withdrew the syringe, changed the needle, which again primed without difficulty, and encountered the same issue when trying to administer the medication in a different anatomical site.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.